Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge decreased to a fill estimate of 120 units within a day. Reportedly, the cartridge was filled with approximately 140 units of insulin. However, the customer did not provide the amount of insulin that had been delivered. Blood glucose level was not impacted.